Manufacturer narrative:
Summary of evaluation: the evaluation results, although inconvlusive in the absence of the baseplate, could not verify the complaint and suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The 9mm insert would not fit properly into the baseplate. There was a gap found between the insert and the locking lip. An 11mm insert was used instead. There was also found to be a gap with the 11mm insert. This insert was implanted in the pt. There was no adverse consequence for the pt.